Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of drug dripped from the air vent could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, orange polyethylene lined light resistant tubing, clave y-site, secure lock, 103 inch where it was reported the drug dripped from the air vent. No abnormalities or patient safety cases after replacing with a new one. There was patient involvement but no patient harm.